Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was experienced extreme heating while charging. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was experienced extreme heating while charging. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.